Manufacturer narrative:
Upon device return, analysis of the pump found no anomalies.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of the report. A follow up report will be submitted when analysis is complete. Previously reported conclusion codes no longer apply to this event.

Event description:
Additional information received reported an infection at the pump site. The severity was reported as moderate. An examination found abnormal purulent drainage. Another examination found the pump pocket site to be open with a small amount of abnormal serous drainage. On (B)(6) 2015, it was discovered that the patient had a lesion on his scalp that grew staphylococcus aureus and the primary care physician was treating it with keflex. It was noted that the "actual replacement date was a year ago." On (B)(6) 2015 the device was explanted and not replaced. The event had resolved without sequelae.

Event description:
It was reported that an infection associated with the pump occurred. Additional details, including the cause of the event, specific patient symptoms, interventions/treatment, diagnostics/troubleshooting, final patient outcome, and drug information, were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received clarified the statement from the previous report that the actual replacement date was a year ago. The patient had a previous pump replacement on (B)(6) 2014- so the infection was not believed to be a procedure-related infection.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.